Manufacturer narrative:
It was reported that during a surgery, while the surgeon was drilling through the 3.20mm drill adaptor s/n (B)(4), the 3.2 smith and nephew drill bit fused within it. The jam could not be resolved, so a new drill bit and drill adaptor had to be used. It was reported that the drill adaptor was irreparably damaged and the drill bit could not be removed, so it was disposed of in the hospital¿s sharps bin. No picture was made available for investigation. Such drill adaptor issues were analyzed by a hardware engineer as part of CAPA. This evaluation determined that the drill adaptor design has to be improved. Unique identifier (UDI) #: unknown.

Event description:
Company representative (cr) was present for an rns case. During the case, cr drove to the 1st (left) trajectory for drilling. Once at that trajectory, the surgeon started drilling. Partway through the bone, the drill bit and drill guide fused together and could not be separated. The drill bit was a 3.2 smith and nephew bit, and no irrigation or mineral oil was used for drilling. A new drill bit and drill guide had to be opened to finish the case. The drill guide was irreparably damaged and the drill bit could not be removed, so it was disposed of in the hospital¿s sharps bin. No impact to patient, after first incision and patient was under anesthesia. Delay to case less than 10 mins.